Event description:
While troubleshooting for a system error (se) 2240 alarm, a technical service representative (tsr) discovered that a home patient (hp) was using a pull ring cap to cover the patient line rather than a flexicap. The tsr reviewed proper procedures with the hp and instructed the hp to start over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This complaint is for a report of a use error in which the home patient (hp) applied a pull ring cap rather than a flexicap to the patient line after disconnecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. It instructs the user to remove the patient line connector from the organizer and attach the new flexicap or opticap disconnect cap to the patient line connector. It also provides step-by-step instructions for properly conducting an emergency disconnect procedure. Should additional relevant information become available, a supplemental report will be submitted.